Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was not receiving effective therapy with scs system because the upper thoracic leads had migrated, and the tripole paddle had a high impedance. The patient was experiencing irritation and discomfort at the ipg site due to the patients ipg being placed so close to each other. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg's were repositioned, and the leads were explanted and replaced to address the issue. Effective therapy was restored post operatively.